Event description:
Pt admitted to hospital for removal of silicone breast implants secondary to left breast implant rupture. These silicone breast implants were manufactured by dow and were placed in the pt in 1972 or 1973. Surgeon found fairly extensive silicone granuloma or right side going into the breast and axilla. Both breast implants were ruptured. Pt authorized hospital to dispose of implants.